Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were unable to communicate with the implantable pulse generator (ipg) and that placing a magnet over the device elicited no magnet response and no pacer artifacts on the electrocardiogram. The ipg failed to deliver pacing therapy. An investigation revealed that the last device clinic follow up was approximately six years prior and that the device had a projected long jevity of four and a half years at that time. The patient's heart rate was noted to be in the 50's-60's. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.